Manufacturer narrative:
Device eval: one used suspect device was returned for eval. Upon visual inspection the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found one similar complaint for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. Eval: method - device history record was reviewed, complaint data base was reviewed.

Event description:
The rotator on the stopcock broke during use. The customer reported that the event occurred five times. Injector settings: flow 9 ml/sec, volume 15 ml, pressure 987 psi. No harm or injury was reported. This is one of five reports for this event: 1721504-2011-00076, 1721504-2011-00077, 1721504-2011-00078, 1721504-2011-00079.